Manufacturer narrative:
(B)(4). Evaluation, conclusions: operational context caused or contributed to the event (over-turning the wheel).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that after successfully deploying the stent graft and attempting to recapture the tip, the back-end wheel broke. Consequently, while removing the delivery system, the spindle became exposed and caught on the flow divider of the stent graft. After successfully advancing the tip and dislodging the spindle, the physician retracted the spindle cap and locked it in place with a surgical hemostat. The device was successfully removed. It was thought that the wheel may have been over-turned, causing it to break in half. No clinical sequelae were reported, and the patient is fine.